Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed skin irritations under the electrodes and garment of the lifevest. Patient described the area as marks on skin that look like burns and are bleeding. Patient reports that they are diabetic. There was no alleged device malfunction contributing to the irritation. The patient's physician used an antibiotic cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.